Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4)has been completed. The reported problem (damaged cable and "adjust belt or check belt" messages) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon investigation, there was an open along the brown (-5v) and black (main batt) wires inside the trunk cable. The cause of the test failure and reported alarms is the open wire. The root cause of the open wire was excessive force placed on the cable. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a damaged cable and was causing "adjust belt or check belt" messages.